Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system which reported a result of 3.4 inr. "Within minutes," an additional sample (sample type not provided) was obtained from the patient which, when tested on an unspecified laboratory instrument, measured 5.0 inr. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
No specific therapy dates for medications listed were provided. When asked for duration of therapy, reporter indicated "a long time" for all listed medications. It is not known if the initial reporter has or intends to report the event to FDA.